Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The 75% stenosed target lesion being treated was located in the moderate tortuous and severely calcified proximal left circumflex. Post a plain old balloon angioplasty (poba) procedure, the physician was unable to cross the lesion with a 2.25x12mm promus element plus stent. As the physician attempted withdrawing the device, stent dislodgment occurred. The physician snared the dislodged stent outside the patient's body. A percutaneous coronary intervention was scheduled with a rotablator at a later date. The patient is taking hemodialysis treatment. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).